Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed and was not detected on bus. A field service engineer (fse) found main drawer 5 full height drawer had failed with no lights on the interface board. The drawer controller passed the ohms test. Fse replaced the interface board, secured all connections, and the unit tested good in hardware test application. The customer was verified as operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer was showing error device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.